Manufacturer narrative:
Analysis of the pump found that the pump battery had high resistance. Previously reported conclusion: no longer apply to this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n277967, implanted: (B)(6) 2011, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
The pump was replaced.

Event description:
It was later reported that there were no troubleshooting, intervention, or other actions taken to resolve the event. The pump was interrogated at the surgical case and nothing remarkable was noted. The patient was doing fine.

Event description:
It was reported that the pump was checked while the patient was in ¿acute rehabilitation¿ at a hospital. The pump was noted to be in safe state since 2014-10-27. There was also a low battery reset. This occurred during normal use and was not during a flex or any other type of bolus. The patient reported nothing unusual around that date, and did not have any doctor appointments or hospital visits on that date. The patient¿s pain level had been increasing over approximately the last month, and the healthcare provider (hcp) in rehab gave her pain medications as needed. The attending physician was notified of the issue, and he reportedly may be put on consult during this hospital stay. No diagnostic testing was required. The patient had less than (B)(6) therapy relief. The location of the issue or symptom was the device pocket /pump issue. The patient status at the time of the report was alive no injury. The pump would be replaced, but there was no date yet. The pump system was being used to infuse infumorph. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.